Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. D60136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019 she experienced chronic fatigue ("chronic fatigue"), paraesthesia ("paresthesias in the upper and lower limbs"), pain in joint involving hand ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), pain in joint involving shoulder region ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), aching in knees ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), painful hips ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), pain ankle ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), periarthritis ("left shoulder capsulitis and tendon pain"), tendon pain ("tendon pain"), vision blurred ("blurred vision"), impaired quality of life ("deterioration in general quality of life"), mental fatigue ("mental exhaustion") and exhaustion ("physical exhaustion"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to chronic fatigue, paraesthesia, pain in joint involving hand, pain in joint involving shoulder region, aching in knees, painful hips, pain ankle, periarthritis, tendon pain, vision blurred, impaired quality of life, mental fatigue, exhaustion or medical device removal. The reporter commented: period of occurrence since (B)(6) 2019. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 12-jul-2024. The most recent information was received on 19-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. D60136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019 she experienced chronic fatigue ("chronic fatigue"), paraesthesia ("paresthesias in the upper and lower limbs"), pain in joint involving hand ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), pain in joint involving shoulder region ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), aching in knees ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), painful hips ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), pain ankle ("bilateral joint pain in the hands, shoulders, knees, hips, ankles"), periarthritis ("left shoulder capsulitis and tendon pain"), tendon pain ("tendon pain"), vision blurred ("blurred vision"), impaired quality of life ("deterioration in general quality of life"), mental fatigue ("mental exhaustion") and exhaustion ("physical exhaustion"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to chronic fatigue, paraesthesia, pain in joint involving hand, pain in joint involving shoulder region, aching in knees, painful hips, pain ankle, periarthritis, tendon pain, vision blurred, impaired quality of life, mental fatigue, exhaustion or medical device removal. The reporter commented: period of occurrence since (B)(6) 2019. Batch no.d60136, production date: 2015-01-28, expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jul-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.